Event description:
It was reported that the left ventricular (lv) lead exhibited low, out of range pace impedance of less than 200 ohms. Boston scientific technical services (ts) was contacted for information, and ts discussed programming options. The lv lead remains in service. No adverse patient effects were reported.